Event description:
Report form sales rep indicates valve on stopcock leaked medication all over a pt and the doctors didn't know who much medication was actually given to the pt. No add'l info at this time.